Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for follow-up. During pulse generator check it was noted that the device was not pacing since a capture threshold test could not be performed. The right ventricular lead exhibited high impedance and x-ray revealed lead damage. It was further noted that the patient had a heavy particle therapy three of four years ago, and the malfunction of device was suspected. The device and lead were explanted and replaced. There were no adverse consequences to the patient.

Event description:
New information available on 2/5/2018 states that, the physician suspected the reason for insulation damage of the lead was clavicle crush.